Event description:
It was reported that postoperatively, a bone fracture occurred where the rosa pin was inserted on the femoral side, and an osteosynthesis was performed approximately 3 (three) weeks later. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to it being discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2; g3; h1; h2; h6. Attempts have been made to gather all product identification information, and no further information has been provided. The subject device was not returned, and no pictures were provided. No x-ray images of the reported bone fracture were provided for analysis. The device history record was not reviewed due to lack of lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.